Event description:
The customer called to report blood glucose levels greater than 600 mg/dl, motor error alarms and other error alarms. The customer also stated that she was hospitalized twice due to diabetic ketoacidosis. The hospitalizations took place on (B)(6), 2012 and (B)(6) 2013. The customer's blood glucose was 1200 mg/dl during the (B)(6) event, and she stated she was vomiting. No information obtained for the hospitalization in (B)(6). Advised the customer that the insulin pump would be replaced due to the repeated alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to verify alarm in the alarm history and perform all functional testing including the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm during rewind. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and cracked battery tube threads.